Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding the customer¿s blood glucose levels. The customer reverted to an alternate method of insulin therapy.